Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (S-ICD) and electrode delivered two inappropriate shocks. Automatic Setup was performed, and Alternate was selected. Secondary was not selected, and noise was not reproducible. This S-ICD was re-programmed to zones 200 beats per minute (BPM) and 250 beats per minute (BPM) with the Alternate vector. Technical Services (TS) discussed troubleshooting options and possible causes, and header X-rays were recommended to rule out possible electrode under-insertion. Additional information received reported that the patient was admitted to the hospital, and the device was interrogated the next day. Significant noise was observed in Alternate when the patient reached across his chest, while sitting. Automatic Setup was performed, and all vectors were unsuccessful despite signals appearing appropriately. The S-ICD was programmed to Primary, and less noise was observed when the patient reached his arm across his chest. Secondary also had noise with the same maneuver, but much less than the other two vectors. X-rays were requested, and the patient will likely be discharged with programming in Secondary. This S-electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.